Event description:
Patient arrived via ambulance and being ventilated by ambu bag/mask. Patient was having seizures. On arrival to the emergency deptartment, it was determined the patient needed to be intubated. Physician performed intubation but had great difficulty ventilating patient with same ambu bag. Extubed patient and reintubated thinking ett, endotracheal tube, was obstructed. Could not ventilate again using same ambu bag. Physician immediately began mouth-to-mouth breathing. The patient was stabilized.